Manufacturer narrative:
Tech support suggested to the customer to replace the intensity switch. Several attempts were get additional information from customer regarding the intensity readings and status of the device but received no response. If the customer provides information natus medical will follow up. No further investigation possible.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3 led light had some inconsistent amber and blue leds illuminating. The customer confirmed there was no death or serious injury, delay in treatment environmental or safety concerns.